Event description:
Additional information was received from a patient who was implanted with a neurostimulator for (B)(4) therapy. It was reported the cause of the infection was not drinking enough fluids, so they were placed on antibiotics and added cranberry tablets daily. If additional information is received, a follow-up report will be submitted.

Manufacturer narrative:
(B)(4).

Event description:
Information was received regarding a patient who was implanted with a neurostimulator. The patient reported she has not seen her managing physician about her device because it was working fine. The last time she saw her physician was because of a bladder infection. Additional information has been requested regarding actions taken to resolve the bladder infection. If additional information is received, a follow up report will be submitted.